Event description:
It was reported that the end of stent was hard to flush. Used for procedure but would not deploy. Blue outer catheter came apart 1.5 inches from white hub. Cleaned out/flushed to best of ability.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was returned and evaluated. The safety clip was missing. The tuohy borst adapter was closed and the 2-way stop cock was opened. The 2-way stop cock was detached and the connection for the 2-way stop cock was broken. The stent was partly released 10mm. The outer sheath was torn off at the catheter reinforcement and elongated in that area. A flushing test was not possible due to the torn off outer sheath. The complaint is confirmed. The condition of the sample leads to the conclusion that very high friction forces affected the system, which resulted in the damage of the outer sheath. Based on the information available and the examination results of the returned sample the exact cause for the device material fracture cannot be determined. The reported failure to flush cannot be reproduced due to the condition of the sample.